Manufacturer narrative:
Medical images were provided to the manufacturer. The lot number for the device was provided. The device history records are currently under review. The device was not returned for evaluation. The investigation is currently underway. (Expiry date: 08/2021).

Event description:
It as reported that approximately nine months post port placement via left internal jugular vein in the left chest the port was allegedly unable to aspirate. Reportedly, a computed tomography scan allegedly demonstrated a part of the catheter fell into the right ventricle. It was further reported that the 14.5 cm catheter and port were removed. There was no reported patient injury post removal procedure.

Event description:
It as reported that approximately nine months post port placement via left internal jugular vein in the left chest the port was allegedly unable to aspirate. Reportedly, a computed tomography scan allegedly demonstrated a part of the catheter fell into the right ventricle. It was further reported that the 14.5 cm catheter and port were removed. There was no reported patient injury post removal procedure.

Manufacturer narrative:
H10: the catalog number identified in section d4 has not been cleared in the us but is similar to m.r.I low-profile implantable port that is cleared in the us. The 510k/PMA number and pro code is identified in d2, and g5. Manufacturing review: the lot met all release criteria. Device history records were reviewed and no deviations/issues were identified or associated with this problem in regards to product materials or during manufacturing, packaging or qc inspection process. Investigation summary: the sample was not returned for evaluation. Medical images were provided for review. The investigation is inconclusive for fracture with migration and obstruction of flow issue and the left ij port catheter system was not adequately visualized on the images provided. A definitive root cause could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.